Event description:
This rv lead was implanted on (B)(6) 2015 and was capped on (B)(6) 2018. An additional information received on 08/15/2018 indicated that the right ventricular (rv) lead exhibited high threshold measurement. The physician was dr. (B)(6) at(B)(6) center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).